Event description:
The consumer states when she sat on the commode, both rear legs allegedly collapsed forward underneath the commode, resulting in the consumer going backwards and she was unable to get up until her husband came home. The emt's were called to assist the consumer up off of the floor. The consumer allegedly sustained bruises to her upper arms and back.

Manufacturer narrative:
No RMA has been issued for the return of this device. For remediation an RMA (B)(4) was issued to send the consumer a new replacement commode. Model, 9630-4 serial number (B)(4), is approximately 1 year old. User manual part number (B)(4), was issued with this device. It is unknown if the consumer has fully read and understands the users manual. On page 1 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." She was recently released from the nursing home and was heavily medicated. The consumer has been known to sleep walk. The consumer was sitting on the commode when it collapsed. Ems ws called and she was assisted up off the floor. The consumer has edema in her legs. She was taking lasik and is diabetic. On page 1 the following warning is provided: "users with limited physical capabilities should be supervised or assisted when using the commode."